Manufacturer narrative:
The device was manufactured between 26jul2017 and 27jul2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure, clear passage, functional and backflow functional testing were all completed and performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the secondary medication back flowed through a clearlink continu-flo solution set. During patient infusion, there was a backflow valve failure which resulted in the secondary medication infusing fully into the primary bag. Secondary medication was saline and furosemide. There was no patient injury or medical intervention associated with this event. No additional information is available.